Event description:
It was reported that a spectrum pump experienced a door latching problem. It was also reproted that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch problem through the experienced of a door not fully latched alarm. Evaluation determined the cause to be a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.